Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported implant site pain. There was a report that there was no environmental or external factors. Interventions taken to resolve the issue was that the device was explanted from original site and implanted contralateral. It was unknown if the issue resolved. The leads were retracted from the original facia subjection and re-tunneled to the new contralateral stimulator site. There was a report that the event did not lead to or extend patient hospitalization and there was no injury as a result of the event. No medical or surgical intervention was needed to prevent a permanent impairment of a function. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pain was resolved after the change of the implant site to the contralateral side. The patient had not referred any new pain or discomfort in the new implant site.